Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: investigation of the alleged keypad/tactile change issue was not able to be adequately investigated or confirmed due to no power to the pump due to internal moisture damage. The power issue was reported on medwatch report #(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release h3 other text : 01

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.